Event description:
Caller states that the patient tested 2.1 inr on the coaguchek system and 3.1 inr on a comparison lab. No action taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.